Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Also stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states by the vad coordinator that "it looks like clot formation grew into the inflow". The patient was subsequently transplanted on (B)(6) 2015. Investigation is ongoing.

Manufacturer narrative:
Additional details about the event were provided that states that the patient was initially admitted to the hospital with complaints of tea colored urine, fatigue, worsening heart failure symptoms, and low flows. He was treated for thrombus and his transplant status was changed to 1a. The patient was discharged home with resolution of symptoms but maintained his transplant status. Hvad pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination, functional testing, and dimensional verification. Independent pathology report did not reveal any evidence of thrombus within the pump, but it revealed thrombus around and into the inflow cannula. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported "inadequate flow rate" event can be attributed to external factors such as thrombus formation around and into the inflow cannula, mostly likely obstructing blood flow significantly into the pump. Additional contributing factors to the inadequate flow rate and thrombus formation could be the patient's compliance to instructions for use and pharmacological factors such as therapeutic use of anticoagulants. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.